Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Furthermore, the recipient reported pain at the implant site, which was not described in detail. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had been feeling a discomfort since 2022, and a deterioration in his hearing performance with the device, as well as experiencing pain around the implant site. The recipient has been re-implanted.

Event description:
The recipient has been feeling a discomfort since 2022, and a deterioration in his hearing performance with the device, as well as experiencing pain around the implant site. This has been going on for 2 years, however, since the recipient lives further away from the clinic, they did not visit the clinic earlier. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.